Event description:
It was reported that the customer's insulin pump was cracked. The crack started from the front of the screen and went through the esc button. There was also an issue with the battery cap and reservoir compartment. The customer's blood glucose level was 210 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratched liquid crystal display window, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads. No cracks on the screen noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).